Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during coronary diagnostic procedure. The procedure was completed as planned without intervention. The philips remote service engineer (rse) checked the system remotely and confirmed that the system gave an alert indicating the disk was full. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely customer reported that the equipment was showing lack of space, even with few exams. The rse confirmed that the issue was with database. To resolve the issue, the rse performed recreation of database. After repairs the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned without an impact. The issue was intermittent. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the disk was full, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.